Manufacturer narrative:
Date initial report sent: 9/28/2007.

Event description:
Procedure: laparoscopic colorectal surgery. According to the reporter: the stapler was used to do the resection of the rectum. While manipulating the device "according to the IFU," there was no staple inside the cartridge but the rectum had been transected. They reloaded another stapler and it could not be fired; then a third stapler could be fired successfully to close the lumen. There was some additional tissue loss and the case was extended by two hours.